Event description:
On (B)(6) 2003, the pt was implanted with a scs system. The pt suddenly experienced lost stimulation. It is assumed at this time that the ipg battery could be depleted because the pt kept stimulation on 24 hrs/day since implantation. Pt revision date is pending.

Manufacturer narrative:
The device history sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.